Event description:
A (B)(6) female, approximately (B)(6), presented for a peripherally inserted central catheter (PICC) placement procedure. During the procedure, the 0.018" guidewire became stuck in the PICC while the PICC was inside the pt. When the treating physician attempted to remove the wire from the PICC, the wire became frayed. The device was removed from the pt and the PICC was replaced with another PICC. There was no report of harm or injury to the pt due to this event.

Manufacturer narrative:
The device involved in the reported incident has been returned for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. During a review of the manufacturing lot records, it was observed that the device met all specifications and quality requirements. A review of the angiodynamics complaint system noted no adverse trends for this product family and complaint type. (B)(4).